Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument failed to insert into the instrument cannula. The site removed the instrument and replaced it with another instrument of the same type. The surgeon was then unable to move instruments on either patient side manipulator (psm). The power was cycled and the instrument re-inserted to successfully complete the procedure. The procedure was lengthened by approximately 45 minutes. No patient harm, adverse outcome of injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument to have zero lives remaining. Dallas chip verification did not produce error codes to indicate a instrument failure. No physical defects could be found on the instrument. Additional investigation is currently being conducted to determine the cause of the customer reported problem. If additional information is obtained, a follow-up report will be submitted.